Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 29-year-old female patient who had essure (batch no. 880426) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included herniated disc (neck), abdominoplasty, liposuction and cervical disc herniation. Previously administered products included for birth control: yaz; for an unreported indication: depo-provera. Concurrent conditions included abdominal pain, neck pain, laceration of hand, dysfunctional uterine bleeding, cervical dysplasia, uterine bleeding, post spinal headache, malignant hyperthermia, postoperative nausea, postoperative vomiting and asthma. Concomitant products included ethinyl estradiol w/norgestrel for birth control as well as amoxicillin since (B)(6) 2011, azithromycin since (B)(6) 2010, benzonatate since (B)(6) 2010, cefalexin (cephalexin) since (B)(6) 2011, cyclobenzaprine hydrochloride (flexeril) since (B)(6) 2011, cyclobenzaprine since (B)(6) 2011, diazepam since (B)(6) 2011, gabapentin since (B)(6) 2011, hydrocodone since (B)(6) 2011, medroxyprogesterone acetate (medroxyprogesteron) since (B)(6) 2011, methocarbamol since (B)(6) 2011, naproxen (naprosyn) since (B)(6) 2015, naproxen since (B)(6) 2011, salbutamol (proventil hfa) since (B)(6) 2014, salbutamol (ventolin) since (B)(6) 2014, salbutamol sulfate (proair hfa) since (B)(6) 2011 and tramadol since (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2014, the patient experienced uterine enlargement ("enlarged uterus"), abdominal pain lower ("pain right lower quadrant, radiating to lower back") and back pain ("pain right lower quadrant, radiating to lower back"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), loss of libido ("lack of sex drive") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (total laparoscopic hysterectomy bilateral salpingectomy.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, mood swings, loss of libido, vaginal haemorrhage, menorrhagia, uterine enlargement, dysmenorrhoea, dyspareunia, abdominal pain lower and back pain outcome was unknown. The reporter considered abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, loss of libido, menorrhagia, mood swings, pelvic pain, uterine enlargement and vaginal haemorrhage to be related to essure. The reporter commented: per mr: she stated the pain is located in the right lower quadrant of the abdomen. And radiates into the lower back. Procedure:the number of expanded coils that appeared trailing into the uterine cavity was 3. The identical steps were undertaken to insert the essure micro insert in the opposite tube. The number of expanded coils that appeared trailing into the uterine cavity was 1. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Pain assessment - on (B)(6) 2012: 4/10; on (B)(6) 2014: 8/10. Pregnancy test urine - on (B)(6) 2011: negative. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: dyspareunia, vaginal haemorrhage, menorrhagia, dysmenorrhea, (confirming pelvic pain), abdominal pain lower and back pain." Most recent follow-up information incorporated above includes: on 16-apr-2018: pfs+mr received:the reporter information added. This case concerns 29 year old patient. Her demographic was added. Her historical medication; historical conditions and concurrent conditions were added. Lab data was added. Essure indication was amended. Essure lot number was added. Essure insertion date was added. Her concomitant medications were added. Following events: mood swings, lack of sex drive, abnormal bleeding (vaginal/menorrhagia), enlarged uterus, dysmenorrhea (cramping, dyspareunia (painful sexual intercourse) and pain right lower quadrant, radiating to lower back. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 29-year-old female patient who had essure (batch no. 880426) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included herniated disc (neck), abdominoplasty, liposuction and cervical disc herniation. Previously administered products included for birth control: yaz; for an unreported indication: depo-provera. Concurrent conditions included abdominal pain, neck pain, laceration of hand, dysfunctional uterine bleeding, cervical dysplasia, uterine bleeding, post spinal headache, malignant hyperthermia, postoperative nausea, postoperative vomiting and asthma. Concomitant products included eugynon (levonorgestrel w/ethinylestradiol) for birth control as well as amoxicillin since (B)(6) 2011, azithromycin since (B)(6) 2010, benzonatate since (B)(6) 2010, cefalexin (cephalexin) since (B)(6) 2011, cyclobenzaprine hydrochloride (flexeril) since 1(B)(6) 2011, cyclobenzaprine since (B)(6) 2011, diazepam since (B)(6) 2011, gabapentin since (B)(6) 2011, hydrocodone since (B)(6) 2011, medroxyprogesterone acetate (medroxyprogesteron) since (B)(6) 2011, methocarbamol since (B)(6) 2011, naproxen (naprosyn) since (B)(6) 2015, naproxen since (B)(6) 2011, salbutamol (proventil hfa) since (B)(6) 2014, salbutamol (ventolin) since (B)(6) 2014, salbutamol sulfate (proair hfa) since (B)(6) 2011 and tramadol since (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2014, the patient experienced uterine enlargement ("enlarged uterus"), abdominal pain lower ("pain right lower quadrant, radiating to lower back") and back pain ("pain right lower quadrant, radiating to lower back"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), loss of libido ("lack of sex drive") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (total laparoscopic hysterectomy bilateral salpingectomy.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, mood swings, loss of libido, vaginal haemorrhage, menorrhagia, uterine enlargement, dysmenorrhoea, dyspareunia, abdominal pain lower and back pain outcome was unknown. The reporter considered abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, loss of libido, menorrhagia, mood swings, pelvic pain, uterine enlargement and vaginal haemorrhage to be related to essure. The reporter commented: per mr: she stated the pain is located in the right lower quadrant of the abdomen and radiates into the lower back. Procedure:the number of expanded coils that appeared trailing into the uterine cavity was 3. The identical steps were undertaken to insert the essure micro insert in the opposite tube. The number of expanded coils that appeared trailing into the uterine cavity was 1. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Pain assessment - on (B)(6) 2012: 4/10; on (B)(6) 2014: 8/10. Pregnancy test urine - on (B)(6) 2011: negative . ¿concerning the injuries reported in this case, the following ones were described in patients medical record: dyspareunia, vaginal haemorrhage, menorrhagia, dysmenorrhea, (confirming pelvic pain), abdominal pain lower and back pain." Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 6-aug-2018: quality-safety evaluation of product technical problem update. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 29-year-old female patient who had essure (batch no. 880426) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included herniated disc (neck), abdominoplasty, liposuction and cervical disc herniation. Previously administered products included for birth control: yaz; for an unreported indication: depo-provera. Concurrent conditions included abdominal pain, neck pain, laceration of hand, dysfunctional uterine bleeding, cervical dysplasia, uterine bleeding, post spinal headache, malignant hyperthermia, postoperative nausea, postoperative vomiting and asthma. Concomitant products included eugynon (levonorgestrel w/ethinylestradiol) for birth control as well as amoxicillin since (B)(6) 2011, azithromycin since (B)(6) 2010, benzonatate since (B)(6) 2010, cefalexin (cephalexin) since (B)(6) 2011, cyclobenzaprine hydrochloride (flexeril) since (B)(6) 2011, cyclobenzaprine since (B)(6) 2011, diazepam since (B)(6) 2011, gabapentin since (B)(6) 2011, hydrocodone since (B)(6) 2011, medroxyprogesterone acetate (medroxyprogesteron) since (B)(6) 2011, methocarbamol since (B)(6) 2011, naproxen (naprosyn) since (B)(6) 2015, naproxen since (B)(6) 2011, salbutamol (proventil hfa) since (B)(6) 2014, salbutamol (ventolin) since (B)(6) 2014, salbutamol sulfate (proair hfa) since (B)(6) 2011 and tramadol since (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In october 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2014, the patient experienced uterine enlargement ("enlarged uterus"), abdominal pain lower ("pain right lower quadrant, radiating to lower back") and back pain ("pain right lower quadrant, radiating to lower back"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), loss of libido ("lack of sex drive") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (total laparoscopic hysterectomy bilateral salpingectomy.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, dyspareunia and back pain had resolved and the mood swings, loss of libido, vaginal haemorrhage, uterine enlargement and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, loss of libido, menorrhagia, mood swings, pelvic pain, uterine enlargement and vaginal haemorrhage to be related to essure. The reporter commented: per mr: she stated the pain is located in the right lower quadrant of the abdomen and radiates into the lower back. Procedure:the number of expanded coils that appeared trailing into the uterine cavity was 3. The identical steps were undertaken to insert the essure micro insert in the opposite tube. The number of expanded coils that appeared trailing into the uterine cavity was 1. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Pain assessment - on (B)(6) 2012: 4/10; on (B)(6) 2014: 8/10. Pregnancy test urine - on (B)(6) 2011: negative. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: dyspareunia, vaginal haemorrhage, menorrhagia, dysmenorrhea, (confirming pelvic pain), abdominal pain lower and back pain." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "abnormal bleeding (menorrhagia), pain right lower quadrant, radiating to lower back, pelvic pain, dyspareunia (painful sexual intercourse), dysmenorrhea (cramping) " outcome updated to "recovered / resolved" from pfs. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed placement of both devices and occlusion incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.